Event description:
It was reported that the user experienced prolonged hyperglycemia after eating a lunch without announcing the meal and performing a supply/infusion set change earlier in the day, with fingerstick glucose readings of 400 mg/dl followed by 374 mg/dl, and later improvement to 279 mg/dl with a concurrent fingerstick of 239 mg/dl trending downward. Symptoms included high blood glucose. Outcomes included transient elevation in blood glucose without hospitalization or medical intervention beyond monitoring and infusion site change.

Manufacturer narrative:
Investigation included user interview and troubleshooting guidance. Investigation of this case revealed likely under-delivery due to a missed meal announcement and a potential infusion set or site issue, with improvement after site change and ongoing monitoring. It was concluded that the event was related to hyperglycemia associated with user handling of meal announcement and infusion set management, with resolution as glucose declined following corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.